Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, prime/delivery, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, slight cracked end cap, and missing address/serial number label.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 300 mg/dl. Customer was able to resolve no delivery with an infusion set change. Customer also reported physical damage of insulin pump.